Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient contacted support after waking to find the ilet displaying bg run mode. The patient stated that a new dexcom g7 sensor had been applied but was having difficulty connecting to the ilet. It was reported that two sensors had been opened and the sensor codes were mixed up, resulting in pairing attempts with two different codes that both failed. The patient was advised to use a new sensor, and guidance was provided to complete the setup process. The new sensor was successfully initiated, and the ilet confirmed sensor warm-up. The blood glucose level at that time was reported to be 271 mg/dl. The patient reported no symptoms, no alerts from the ilet, and no need for outside assistance or medical intervention. It was stated that the elevated glucose could be corrected once the new sensor was connected. Later, the patient contacted support again reporting bluetooth connectivity issues between the dexcom g7 and the ilet and requested assistance with reconnection. Troubleshooting steps were provided, including toggling cgm selection and restarting the ilet, with instructions to allow time for pairing and to call back if issues persisted. The patient subsequently reported that the dexcom g7 sensor had fallen off while showering and requested assistance with reconnecting it. The patient was informed that once a sensor has fallen off it is deactivated and must be replaced. The patient acknowledged understanding, planned to contact the sensor manufacturer for replacement, and indicated they would manually enter blood glucose values into the ilet until dosing stopped. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.